Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the insulin pump¿s luer connector broke off inside the ilet during the night, with the cartridge still seated and no accessible portion of the connector to remove, consistent with a device connection failure of the infusion interface. Symptoms included none reported. Outcomes included replacement of the ilet and user education on device shutdown, data sync, and return procedures. Investigation included agent visual review of user-supplied images and case assessment. Investigation of this case revealed a broken luer connector lodged in the device, consistent with a mechanical break of the connector component preventing removal. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical failure of the connector.